Manufacturer narrative:
The tech found the right side rail latch was stuck most likely caused by normal wear and tear. The bed is a rental unit and was swapped for a known working bed. The tech lubricated the right side rail latch and latch springs to resolve the issue. Based on the info, no further action is required.

Event description:
The account reported the right side rail is broken and will not latch. The bed was located in room 217 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).